Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe drops of insulin exit from the end of the infusion set tubing during the fill tubing process. During troubleshooting with tandem technical support, the customer disconnected at the luer lock and observed insulin dripping out of the end of the tubing. The customer's blood glucose level was 300 mg/dl.